Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device (oad) became stuck on the guidewire. Additionally, a slow-flow event occurred while using the oad. The target lesion was a cto lesion located in the posterior tibial (pt) artery. Prior to the case, the distal pt artery did not have any blood flow to the distal vessels. The physician used a 7fr destination sheath and a microcatheter microguidewire to access the lesion. This was exchanged for csi viperwire guidewire and a csi orbital atherectomy device (oad) was loaded onto the guidewire. The physician performed runs on low and medium speed. During the final run it was noted that the oad seemed to jump through the lesion. It was then discovered that the oad was stuck on the guidewire. The physician removed the guidewire and oad as a unit and followed-up atherectomy with balloon angioplasty. Slow flow was noted at the site of treatment. Subsequently, nitroglycerin and verapamil were administered to minimize spasm and improve flow, but no improvement was noted. The patient status remained stable throughout the procedure.

Manufacturer narrative:
The oad was received with the original guidewire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft revealed a kink in the driveshaft located approximately 12cm distally from the nose cone when the control knob is in the full forward position. Further examination revealed the crown and distal tip bushings to be intact and undamaged. Biological material was noted on the driveshaft near the crown. Further examination of the guidewire did not reveal any damage that would have contributed to the reported complaint event. Visual examination of the guidewire revealed a kink consistent with the location of the kink in the driveshaft. The outside diameter (od) of the crown and crown location on the driveshaft were measured and met the drawing specifications. An in-house 0.014" test wire was loaded through the handle assembly and passed with minimal resistance. The device spun during all three speeds low, medium and high with no abnormalities observed. At the conclusion of the failure analysis investigation, the root cause of the device becoming stuck on the guidewire was a kinked driveshaft. The root cause of the slow flow could not be determined. The device history record for this oad lot number and the material inspection report for the guidewire lot number have been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The devices met material, assembly, and quality control requirements. (B)(4).